Event description:
Patient has had vocal cord paralysis since their vns implant. It was also reported that the patient has been seeing an ent specialist and their vocal cords are improving. The patient's pulse generator is programmed "on".